Manufacturer narrative:
Additional information: the system was examined and the reported event was confirmed (via event logs) but was unable to replicate any issue related to the reported event. The pneumatics module was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer's complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. A pneumatics module was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The module was connected to a calibrated system for functional testing and found to meet specifications relevant to viscous fluid control (vfc) functionality. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
A nurse reported that during a case it was difficult to inject the silicone oil. The system displayed an advisory message. Additional information has been requested, but none has been received to date.